Event description:
Event description boston scientific crm received information that, shortly after this ventricular lead was implanted, an x-ray indicated it had dislodged. The patient was asymptomatic.